Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices had perforations in the tubing causing blood leakage on the patient blankets and sheets. There was no other health impact or consequence reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices had perforations in the tubing causing blood leakage on the patient blankets and sheets. There was no other health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Return samples were not received at the plant despite a tracking number being provided. If samples are received, the investigation will be re-opened and updated. Therefore, a total of 10 retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.